Event description:
It was repoted that (1) device was used during an unknown procedure. It was reported by the affiliate that the atb45 firing lever broke. Another device was used to complete the case. There was no consequence to the pt.